Manufacturer narrative:
According to the report, two patients had infections and hero grafts were excised. This report represents the second of the two patients. Although the medwatch is submitted for product code hero 1001, both hero 1001 and hero 1002 are investigated. Multiple attempts were made to gather additional information regarding patient co-morbidities and/or operative notes for each case performed, culture results from the excised grafts, how quickly after implant the infection was noted, if the hero graft device was being cannulated at the time of infection, and lot numbers of implanted hero grafts. However, all attempts were unsuccessful. A review of manufacturing records could not be performed as lot numbers for the hero devices are unknown. The dates of implant are unknown; therefore, shipping records could not be queried for possible lot numbers shipped to the hospital. A review was performed of the available information. A surgeon reported two hero graft patients with infections requiring graft excision. The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of all prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of secondary infection include surgical site infection or infection related to cannulation. The only patient history provided was a note that all patients were over 65 years old and two of the four patients had diabetes. Patient specific details on the events, including blood cultures for the infection cases, were not provided. The specific relationship between the hero graft and the reported infections cannot be assessed at this time without additional information. The root cause for the reported event is unknown; however, infection is a known potential complication of the hero graft. The IFU lists infection as a potential complication of the hero graft device. The IFU states "do not use product if package has been damaged, opened, or the use by date has passed, as sterility may be compromised," and "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia or septicemia. Obtain screening blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at a higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patient's bacteremia history."

Event description:
According to the report, two patients had infections and hero grafts were excised. This report represents the second of the two patients. Although the medwatch is submitted for product code hero 1001, both hero 1001 and hero 1002 are investigated.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, two patients had infections and hero grafts were excised. This report represents the second of the two patients. Although the medwatch is submitted for product code hero 1001, both hero 1001 and hero 1002 are investigated.